Manufacturer narrative:
Method: internal device memory and ECG relates to incident reviewed. Result: artifact present during analysis. Device labeling, (instructions for use and voice prompts) provide methods for resolving artifacts. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised and no shock was delivered.

Event description:
Artifact was present during analysis, the subject was not resuscitated. (B) (4).